Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode, which permanent limits device function. The patient reported phrenic nerve stimulation, and during follow-up interrogation, the safety mode was displayed. A replacement procedure has been scheduled, however this crt-p remains in-service at this time. No adverse patient effects were reported. Additional information was received. During the explant procedure, the intrinsic rhythm was 60 bpm and the patient had no nerve stimulation. When interrogating the device, the rate changed to 72 bpm, unipolar pacing, and the phrenic stimulation recurred. The physician suspected the device went out of safety mode and returned again upon interrogation. This crt-p was successfully replaced and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode, which permanent limits device function. The patient reported phrenic nerve stimulation, and during follow-up interrogation, the safety mode was displayed. A replacement procedure has been scheduled, however this crt-p remains in-service at this time. No adverse patient effects were reported. Additional information was received. During the explant procedure, the intrinsic rhythm was 60 bpm and the patient had no nerve stimulation. When interrogating the device, the rate changed to 72 bpm, unipolar pacing, and the phrenic stimulation recurred. The physician suspected the device went out of safety mode and returned again upon interrogation. This crt-p was successfully replaced and is expected for return. No additional adverse patient effects were reported.